Event description:
Hcp reported "break, tear, hole and catheter had 'big bubble' in it mylogram. Bubble not visible when catheter removed from body." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.